Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited that camera was run through a steam autoclave instead of a low temperature sterilizer. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image; faulty charge coupled device (ccd). This issue is addressed in the instructions for use (IFU): this camera head was not reprocessed before shipment. Before using this camera head for the first time, reprocess it according to the instructions as described in the camera head¿s companion reprocessing manual with your camera head model listed on the cover. P.19. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to the user not following the manufacturer's instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.